Event description:
It was reported that medfusion 4000 pump alarmed primary audible background test. No patient injury reported test.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device bottom case seal was removed and plunger case seal was intact, top case was cracked and chipped by the front right bottom corner. Cracked right plunger case and visible contamination by the l bracket pole clamp was present. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced speaker as preventive measure, upgraded software, j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000